Event description:
Related manufacturer reference number: 2017865-2023-17931. It was reported that noise was observed on the atrial lead reviewed on a remote transmission. The noise resulted in inappropriate mode switching. The noise was also observed on the ventricular lead. It is suspected that the noise was a result of electromagnetic interference (emi) and not an indication of device or lead damage. The patient was asymptomatic. No programming changes were made and no further intervention is planned.